Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon noticed a wiggle from the array post since the femoral array would not screw securely. The reduction results were off by 20+mm. The outcome of the case was successful.

Manufacturer narrative:
Device identification: the reported device is a array- femoral, catalog: 112330, lot # 06250811, RMA 231269. Device history review: a review of the device history records shows that 20 parts were inspected and accepted into inventory on 9/19/11 without any nonconformances. Device evaluation and results: visual inspection: visual inspection shows that the screw knob on the femoral array captured screw has slid along the shaft of the screw, preventing it from properly securing the femoral array to a post. Dimensional inspection: dimensional inspection was not completed because the functional and visual inspections clearly confirm the failure. Functional inspection: functional inspection shows that the femoral array is loose when mounted on any femoral array post 160245. Complaint history review: a review of complaints related to p/n 112330, lot number 06250811 shows 1 additional complaint related to the failure in this investigation. This complaint is: pr (B)(4). Tracking of complaints related to the 112330 part number will be tracked through trend request #925. Conclusions: the failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon noticed a wiggle from the array post since the femoral array would not screw securely. The reduction results were off by 20+mm. The outcome of the case was successful.